Manufacturer narrative:
This event occurred in (B)(6). The field service representative found a damaged waste tubing on the rinse unit. He changed the rinse tube and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium results for 3 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 160 mmol/l. The repeated result was 135 mmol/l. Sample 2: the initial result was 161 mmol/l. The repeated result was 139 mmol/l. Sample 3: the initial result was 153 mmol/l. The repeated result was 139 mmol/l. The results were not reported outside of the laboratory.